Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, surgical report for initial and revision surgery have been provided. Initial surgery took place on (B)(6) 2013. On (B)(6) 2013, surgeon explains that the patient recovery is going well. On (B)(6) 2013, the patient was revised due to dislocation. Only the head was removed and replaced. Bacteriological test shows the presence of staphylococcus epidermis. Following treatments were performed : rifadine 300 and bactrim forte. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding medical : infection: 1 complaint has been recorded on aura ii total ha left size 3, reference p0125y03, batch 0000655186. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2013, and dislocated on (B)(6) 2013 (handled in (B)(4)). On (B)(6) 2013, the biolox head was revised (handled in (B)(4)). During the revision surgery, it was noticed that postoperative infection had occurred after the implantation of the total hip prosthesis. Patient was treated with antibiotics (rifadine 300 and bactrim forte). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 concomitant medical products and therapy dates femoral stem aura  ii total ha, size 3 left cementless, 12-14, reference p0125y03, batch 0000655186 handled in (B)(4). Eternity cup plasma ti ha size 56, reference p0402p56, batch 0000762577 handled in (B)(4). Cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000495103 handled in (B)(4) cancellous screw diameter 6.5x25mm, reference p0601125, batch 0000808604 handled in (B)(4). Biolox delta liner 36mm 54-56mm, reference 650-0795, batch 2918214 handled in (B)(4). Delta ceramic femoral head 036/+4mm 12/14, reference 650-0838, batch 2704937 handled in (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2013, and dislocated on (B)(6) 2013 (handled in (B)(4)). On (B)(6) 2013, the biolox head was revised (handled in (B)(4)). During the revision surgery, it was noticed that postoperative infection had occurred after the implantation of the total hip prosthesis. Patient was treated with antibiotics (rifadine 300 and bactrim forte). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 10 products aura ii total ha stem left size 3, reference (B)(4), batch 0000655186 were manufactured on 15 september 2011. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that postoperative infection with lavage occurred after the implantation of a total hip prosthesis.